Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02236. Concomitant medical products: poly liner, part# 00434906506, lot# 64163174. Stem, part# 00435001313, lot# 63754535. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty approximately five (5) months ago. Approximately one (1) month post implantation, patient underwent a revision due to pain, dislocation, and the poly liner disengaging from the stem. Surgeon only removed and replaced a new poly liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided as the product remains implanted. Medical records/radiographs were provided and reviewed and identified open reduction and revision of right rtsa humeral component, poly spacer. Presented with increased pain, x-ray showed a dislocated shoulder. Closed reduction attempted but unsuccessful. Upon opening, the humeral poly component was noted to be displaced anterior and off the humeral stem. Device history record was not reviewed as no product information was provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.